Event description:
We perform microbiological cultures and sensitivities as part of routing clinical testing. Antibiotic sensitives are performed on biomerieux vitek ii. We sent a specimen positive for shigella sonnei -group d- to our state board of health lab for epidemiological monitoring. They regularly re-test the isolates for identification and sensitivity. We reported the sample as sensitive to bactrim, which is the most common result for this organism. Their sensitivity results did not match ours. Their test was performed on another instrument platform. It will be difficult to determine if previous lots of these cards are involved because we won't be able to re-test those isolates. Dates of use: twenty three days in 2007. Diagnosis or reason for use: isolate positive for shigella sonnei, sensitivity testing.